Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to leak due to a crack on the transducer luer. The cracks likely occurred from mechanical stress during the application of the product. The crack could also be caused by overtightening or incorrect threading between the male and female luerthis can occur with overtightening when the stopcock was connected to another component during product setup/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.